Event description:
During a ventricular tachycardia procedure, a fractured catheter was noted upon removal from the patient. After a few ablation applications and approximately 2 hours of use, an occlusion alarm was noted. Upon removal of the catheter, a fracture was noted in the catheter body, proximal to the curvature. A non abbott ablation catheter was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
The device was not returned; however six images were submitted to product performance engineering for evaluation. Based solely upon the aforementioned images, the catheter shaft appeared to have fractured just proximal to the deflectable shaft and the internal components were noted to be fractured at the location of the fracture in the shaft material, consistent with the reported event. Log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed through the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported event of a fracture, proximal to the curvature was confirmed. However, the cause of the fracture remains unknown.